Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 90 mg/dl. During troubleshooting, customer reset pump and changed cartridge. Customer resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.